Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at the weld site with no portion of the j stiffener wire rec'd. X-ray of lead distally confirms j stiffener wire fracture from weld site and confirms that no portion of the j stiffener wire was rec'd.

Event description:
Device analysis is provided. Explant method. Intravascular, superior, femoral, thoracotomy. Technique/tools: direct traction, direct traction with locking stylet, dotter basket/snare. Complications: elective thoracotomy for incomplete intravascular attempt.